Manufacturer narrative:
Concomitant: product ID 8711, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the pump was alarming; telemetry had not yet been performed. The pump started beeping a couple of days ago. The patient was supposed to have a pump refill, but it was canceled because the patient needed to go to the hospital. The patient was on oral baclofen. The pump was delivering baclofen.